Event description:
The manufacturer received information alleging that the ac power indicator did not light even connecting to the plug. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated during an operational check. No error history indicating a device malfunction was found in the log; however, the power supply was replaced as a preventive measure. Additionally, during the operational check, abnormal noise was confirmed, so the blower assembly was replaced. This issue is related to the reportable malfunction/issue. Also, during the operational check, a ventilator service required alarm was triggered. Review of the error log found a history of error codes related to the failure of the speaker, it was determined that the circuit responsible for detecting speaker operation was faulty, and the system board was replaced. In addition to the speaker, the device contains a buzzer and a power buzzer. This issue is not related to the reportable malfunction/issue.